Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 445 mg/dl. The blood glucose at the time of the incident was 250 mg/dl and current blood glucose was 363 mg/dl. The high blood glucose was treated with syringe. The auto mode on the insulin pump was active and was not automatically adjusting insulin during the event. The insulin pump will not be returned for analysis.